Manufacturer narrative:
Concomitant medical products: product ID: ddpb3d4 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.